Event description:
It was reported that the user received multiple occlusion alerts on the ilet while using a 23-inch teflon 6 mm infusion set with a reported blood glucose of 401 mg/dl. The user replaced the infusion set and tubing several times from the same lot, performed a full supply change, and afterwards noted the ilet motor sounded like it was failing; the issue resolved after the supply change, and the device continued operating. The underlying device problem was characterized as an obstruction of flow associated with the connector/coupler. Symptoms included hyperglycemia and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem consistent with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.